Event description:
It was reported that following the implantation of a monarc sling, the patient experienced moderate de novo difficulty emptying bladder. The "patient failed voiding trial and was discharged home with a foley catheter." On (B)(6) 2015, the foley catheter was removed and the patient passed the voiding trial. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.